Event description:
Home patient (hp) contacted baxter's technical service center for assistance during dwell 2/3 of adp therapy. Hp reported pain in shoulders since fill 1 of therapy. Reportedly, the hp connected the patient 12 foot extension set while in fill 1 and the air went into patient. The technician advised the hp to contact their healthcare professional. Follow up with the hp indicated they completed therapy without incident and their pain had improved. No medical intervention per rn.